Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized last week due to over bolusing. Customer indicated that there were 4 bolus delivered in the middle of the night but that he did not deliver them. Troubleshooting advised customer to monitor the time and amount for each bolus and keep a record of the deliveries. The customer was advised to call back if further assistance is needed. The customer was advised to follow up with their doctor regarding the high blood glucose. Customer declined high blood glucose troubleshooting.